Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed on a (B)(6) yr/old female patient weighing (B)(6) lbs, height (B)(6) with abnormal anatomy. During insertion the vps never elicited any sound. The ECG was so scrambled it could not be read. There was no line on the doppler. Most of the case the screen was blank along the top. During the case the bottom unit went back to the home screen. The (B)(6) screen stayed as it was. The clinician went back to the home screen and started a new patient number and re-calibrated. There was still no doppler and ECG was illegible. At one point a blue bullseye flickered. An x-ray was performed and showed the catheter was in the patient's internal jugular.

Manufacturer narrative:
(B)(4). Device evaluation: the report at one point a blue bullseye flickered but an x-ray showed the catheter was in the patient's internal jugular was not confirmed or reproduced because no sample was returned for evaluation. The device history record (DHR) review was performed and no evidence was found to indicate a manufacturing related cause. The probable cause of this event could not be determined because no sample was returned for evaluation. No further action will be taken.